Event description:
Information was received device had double beep no cassette. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The screen was scratched. The moment the device was powered up the device started double beeping. This product problem occurred because of a faulty downstream sensor. The customer reported product problem (double beep indicating no cassette attached) was confirmed during the test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.